Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, unexplained spikes were observed on an ECG. During a second interrogation performed on the same day, this behavior was no longer observed. The pacemaker was programmed in ddd mode and normal atrial and ventricular capture was observed. The pacemaker was also programmed on vvi and normal functioning was observed. No anomalies were observed in the device memory. The tests performed on the leads and the device showed normal electrical parameters. It was reported on (B)(6) 2018 that the same unexplained spikes were observed on a new ECG. Preliminary analysis results suggest that the observed pacing spikes were most probably due to the programmed pacing mode. Intermittent loss of ventricular capture could be suspected on some of the provided ecgs.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, unexplained spikes were observed on an ECG. During a second interrogation performed on the same day, this behavior was no longer observed. The pacemaker was programmed in ddd mode and normal atrial and ventricular capture was observed. The pacemaker was also programmed on vvi and normal functioning was observed. No anomalies were observed in the device memory. The tests performed on the leads and the device showed normal electrical parameters. It was reported on (B)(6) 2018 that the same unexplained spikes were observed on a new ECG.